Manufacturer narrative:
Device evaluation: the 1 x gepd-7-7 geenen pancreatic stent set device of lot number c1993280 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is open to capture- the stent got severed. This file is related to (B)(4): user error ¿ second stent placed beside fractured stent and pr406716 : occlusion of gepd-7-7. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all gepd-7-7 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use /or label review: it should be noted that in the japanese packaging insert ((B)(6)): states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product. It also says, "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert ((B)(6)) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is no evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the information available. A possible root cause could be attributed to the stent removal method and/or patient anatomy. As from the additional information received, the user has stated it is unknown if resistance was encountered during the initial procedure when advancing the stent though the obstructed area. If resistance was met this could have required excessive force to be applied in order to place the stent .this in turn could have resulted in the stent becoming damaged. If the stent did infact become damaged during the placement it is possible that the stent removal method could have further damaged the stent resulting in the stent severing upon the attempted removal. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary of investigation: failure identified: stent got severed, confirmed quantity, 01 device used. Investigation findings conclude a possible root cause could be attributed to the stent removal method. Complaint is confirmed based on customer/or rep testimony. According to the information reported, the user selected another 5fr. 7cm stent of lot number unknown to complete the procedure ,leaving the severed part in patient body. The outcome after this was unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-sep-23.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Gepd-7-7 had been placed 1.5 month in accessory pancreatic duct. It was attempted to replace but got severed near flap on distal side during removing. Therefore, the user selected other stent of 5fr. 7cm (unknown lot#) instead and completed the procedure leaving the severed part in patient body. Patient outcome: no health hazard. Patient/event info - notes for all complaints: for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact, device removal. What was the target location for the stent? Accessory pancreatic duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Unknown. Was the wire guide lubricated prior to use? Unknown. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. Was the wire guide inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Pls. Refer patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown. Was a straightener used to straighten the stent? Unknown. (If any damages were confirmed prior to use)was the package damaged? Unknown. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf scope. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? Unknown. Was resistance encountered when advancing the introduction system in place to the target location? No. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Unknown. Where was the stricture located in the duct? Unknown. Was the stricture dilated prior to placing the device? Unknown. Was resistance encountered when advancing the stent through the obstructed area? Unknown. After placement, was stent position verified? Unknown. If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 1.5months. Did any section of the device detach inside the endoscope or patient? Yes. If yes, please specify what section of the device broke off: rupture near flap on distal side. Please indicate whether the device broke in the endoscope or in the patient? In the patient. Was the broken device retrieved? No. If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes, a basket used during removal. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown. If yes, please specify what was observed and where on the device it was observed.